Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device"), fallopian tube perforation ("perforation of the essure noted at the cornus through the fallopian tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), oophorectomy ("oophorectomy (bilateral removal of ovaries)"), ureteroscopy ("ureteroscopy with stent placement"), neoplasm ("tumor (unspecified)"), teratoma ("teratoma (unspecified)") and neoplasm malignant ("cancer (unspecified)") in an adult female patient who had essure (batch no. A38519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for birth control: mirena in 2011. Past adverse reactions to the above products included dyspareunia with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), ureteroscopy (seriousness criterion medically significant), neoplasm (seriousness criterion medically significant), teratoma (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), post procedural urine leak ("postoperative left ureteral leakage"), ureteric injury ("thermal injury to left distal ureter"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract) "), vaginal infection ("infection (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems (unspecified)"), eye disorder ("eye problem"), weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, genital haemorrhage, oophorectomy, ureteroscopy, neoplasm, teratoma, neoplasm malignant, vaginal haemorrhage, menorrhagia, post procedural urine leak, ureteric injury, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, visual impairment, eye disorder, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, neoplasm, neoplasm malignant, oophorectomy, post procedural urine leak, teratoma, ureteric injury, ureteroscopy, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: after essure removal she was free from all pain. Diagnostic results: removal operative report noted perforation of the essure noted at the cornus through the fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: case upgraded to incident. New: reporter, patient data, historical condition, essure lot number, indication, insertion/removal dates. Physical injuries updated to postoperative urine leak, ureteric injury, genital bleeding, vaginal bleeding, menorrhagia, infection (bladder/urinary tract/vaginal), apareunia, infection, migration of essure, bladder/urinary problem, migraine/headache, device breakage, dysmenorrhea, oophorectomy, ureteroscopy, dyspareunia, pain pelvic, tumor/teratoma /cancer, vaginal discharge, vision/eye problem, weight gain, fatigue, perforation fallopian tube, hair loss and no essure confirmation test. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device/migration of essure device location of device / migration of essure device- (location of device: uterus)"), fallopian tube perforation ("perforation of the essure noted at the cornus through the fallopian tube/fallopian tube: right"), device breakage ("device breakage"), ureteric injury ("thermal injury to left distal ureter"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy bilateral ("oophorectomy (bilateral removal of ovaries)") in a 31-year-old female patient who had essure (batch no. A38519- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included migraine and headache. Previously administered products included for birth control: mirena in 2011. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included uterine enlargement, uterine fibrosis, complication associated with device, paratubal cyst, anemia postoperative, augmentation mammoplasty (reduction) and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier than normal bleeding"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), hot flush ("hot flashes"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required) with post procedural urine leak and procedural complication ("thermal injury to left distal ureter"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), oophorectomy bilateral (seriousness criterion medically significant), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), infection ("infection (other)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: bad vision"), fatigue ("fatigue"), alopecia ("hair loss") and uterine leiomyoma ("tumor / teratoma / cancer type: non cancerous/fibroids"). The patient was treated with surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (ureteroscopy with stent placement), surgery (ablation (after the essure device was placed to control bleeding)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, device breakage, ureteric injury, oophorectomy bilateral, female sexual dysfunction, dysmenorrhoea, headache, dyspareunia, vaginal discharge, visual impairment, fatigue, alopecia, hot flush, uterine leiomyoma, mood swings and procedural complication outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, infection, migraine and vulvovaginal mycotic infection had resolved and the weight increased was resolving. The reporter considered alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, oophorectomy bilateral, procedural complication, ureteric injury, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: after essure removal she was free from all pain. Per mr: (B)(6) 2016; patient reports significantly decreased urine leakage. Diagnostic results: removal operative report noted perforation of the essure noted at the cornus through the fallopian tube. In 2016; transvaginal ultrasound (tvu) result- they were unable to find the device healthcare told that he couldn't find it but he would have to remove it and I needed a hysterectomy. ¿concerning the injuries reported in this case, the following ones were confirmed on medical records: uterine leiomyoma, dysmenorrhea, dyspareunia, menorrhagia, fallopian tube perforation, post procedural urine leak, visual impairment." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device/migration of essure device location of device / migration of essure device- (location of device: uterus)"), fallopian tube perforation ("perforation of the essure noted at the cornus through the fallopian tube/fallopian tube: right"), device breakage ("device breakage"), ureteric injury ("thermal injury to left distal ureter"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy bilateral ("oophorectomy (bilateral removal of ovaries)") in a 31-year-old female patient who had essure (batch no. A38519 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included migraine and headache. Previously administered products included for birth control: mirena in 2011. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included uterine enlargement, uterine fibrosis, complication associated with device, paratubal cyst, anemia postoperative, augmentation mammoplasty (reduction) and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier than normal bleeding"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), hot flush ("hot flashes"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required) with post procedural urine leak and procedural complication ("thermal injury to left distal ureter"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), oophorectomy bilateral (seriousness criterion medically significant), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), infection ("infection (other)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: bad vision"), fatigue ("fatigue"), alopecia ("hair loss") and uterine leiomyoma ("tumor / teratoma / cancer type: non cancerous/fibroids"). The patient was treated with surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (ureteroscopy with stent placement), surgery (ablation (after the essure device was placed to control bleeding)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, device breakage, ureteric injury, oophorectomy bilateral, female sexual dysfunction, dysmenorrhoea, headache, dyspareunia, vaginal discharge, visual impairment, fatigue, alopecia, hot flush, uterine leiomyoma, mood swings and procedural complication outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, infection, migraine and vulvovaginal mycotic infection had resolved and the weight increased was resolving. The reporter considered alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, oophorectomy bilateral, procedural complication, ureteric injury, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: after essure removal she was free from all pain. Per mr: (B)(6) 2016; patient reports significantly decreased urine leakage. Diagnostic results: removal operative report noted perforation of the essure noted at the cornus through the fallopian tube. In 2016; transvaginal ultrasound (tvu) result- they were unable to find the device healthcare told that he couldn't find it but he would have to remove it and I needed a hysterectomy. ¿concerning the injuries reported in this case, the following ones were confirmed on medical records: uterine leiomyoma, dysmenorrhea, dyspareunia, menorrhagia, fallopian tube perforation, post procedural urine leak, visual impairment." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of product technical complaints. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device/migration of essure device location of device / migration of essure device- (location of device: uterus)"), fallopian tube perforation ("perforation of the essure noted at the cornus through the fallopian tube/fallopian tube: right"), device breakage ("device breakage"), ureteric injury ("thermal injury to left distal ureter"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy bilateral ("oophorectomy (bilateral removal of ovaries)") in a 31-year-old female patient who had essure (batch no. A38519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included migraine and headache. Previously administered products included for birth control: mirena in 2011. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included uterine enlargement, uterine fibrosis, complication associated with device, paratubal cyst, anemia postoperative, augmentation mammoplasty (reduction) and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier than normal bleeding"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), hot flush ("hot flashes"), mood swings ("mood swings") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required) with post procedural urine leak and procedural complication ("thermal injury to left distal ureter"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), oophorectomy bilateral (seriousness criterion medically significant), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), infection ("infection (other)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: bad vision"), fatigue ("fatigue"), alopecia ("hair loss") and uterine leiomyoma ("tumor / teratoma / cancer type: non cancerous/fibroids"). The patient was treated with surgery (total bilateral salpingectomy/hysterectomy/essure removal /bilateral ureterolysis/lysis of adhesion), surgery (ureteroscopy with stent placement) and surgery (ablation (after the essure device was placed to control bleeding)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, device breakage, ureteric injury, oophorectomy bilateral, female sexual dysfunction, dysmenorrhoea, headache, dyspareunia, vaginal discharge, visual impairment, fatigue, alopecia, hot flush, uterine leiomyoma, mood swings and procedural complication outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, infection, migraine and vulvovaginal mycotic infection had resolved and the weight increased was resolving. The reporter considered alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, oophorectomy bilateral, procedural complication, ureteric injury, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: after essure removal she was free from all pain. Per mr: (B)(6) 2016; patient reports significantly decreased urine leakage. Diagnostic results: removal operative report noted perforation of the essure noted at the cornus through the fallopian tube. In 2016; transvaginal ultrasound (tvu) result- they were unable to find the device healthcare told that he couldn't find it but he would have to remove it and I needed a hysterectomy. ¿concerning the injuries reported in this case, the following ones were confirmed on medical records: uterine leiomyoma, dysmenorrhea, dyspareunia, menorrhagia, fallopian tube perforation, post procedural urine leak, visual impairment." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was added. This case concerns 31 year old patient. Her concurrent conditions were added. Lab data was added. Following events: hot flush (hot flashes), uterine leiomyoma (tumor / teratoma / cancer type: non cancerous/fibroids), device expulsion (migration of essure device- (location of device: uterus)), mood swings (mood swings), fungal infection (yeast infection), visual impairment (vision/eye problems type: bad vision) post procedural urine leak (bladder or urinary problems or changes: left ureteral leakage due to thermal injury to left ureter/postoperative left ureteral leakage) and thermal burn (thermal injury to left distal ureter) were added. She was recovering from event: weight gain and recovered from events: pain, infections and abnormal bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.